Event description:
It was reported by the aci sales professional that a (B)(6) female with a history of diabetes, ischemic bowel, hypertension and an abdominal aortic aneurysm (aaa) underwent an interventional left heart catheterization procedure on (B)(6) 2010. There was no information regarding the pre-procedural femoral angiogram to assess the suitability of closure, or any information regarding the steps performed in the deployment of the mynx. The physician, trained to the mynx procedure, with the amt present, chose the device to close the access site. There was no report of complication during the procedure or closure. Reportedly, a hematoma was observed at the access site (timeframe is unknown) so manual compression was held over the site for one hour. A CT scan of the patient's abdomen was negative for active abdominal bleeding, however the patient's hemoglobin and hematocrit dropped. The blood loss was assessed by the physician as due to the hematoma. The patient was not transfused. A CT scan was performed later on that night and was reported as negative for rpb. On (B)(6) 2010, it was reported that the patient had expired. Reportedly, the physician assessed the cause of death as not related to the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited patient and procedure information provided, the cause of the reported hematoma could not be conclusively determined. It was reported that a CT scan of the patient's abdomen was negative for abdominal bleeding, however the patient's hemoglobin and hematocrit counts had dropped. Reportedly, the patient expired the following day. There was no information provided regarding the cause of death. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.